Event description:
It was reported that the patient had "syncopal" episodes. Through testing and device interrogation, it was discovered that there were high thresholds, and no capture seen on the right ventricular (rv) lead. Upon opening the pocket, insulation damage was found on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).